Manufacturer narrative:
(B)(4). Medical product: nexgen cruciate retaining flex femoral component, catalog #: 00595001501, lot #: 63010577; nexgen stemmed tibial tray, catalog #: 00598003701, catalog #: 62337867; optipac bone cement, catalog #: 4711800398-1, lot #: a821a07526. Report source: (B)(6). Study: psi study. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address instability and difficulty ambulating. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient initially had difficulty using stairs and walking in un-even terrain. The patient tried using a brace and pain relief with poor effect. The patient was noted to have sagittal instability with insufficient posterior cruciate ligament (pcl). Due to these reasons, the patient was revised.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of the provided x-rays and op notes which show the femoral component exhibits approximately 3° extension and the tibial component exhibits approximately 3° varus alignment and 8° posterior slope. Mildly excessive posterior tibial slope, varus alignment of the tibial component, as well as mild extension of the femoral component may contribute to instability. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.